Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, interrogation with a zoom programmer was unsuccessful, and review of device memory noted that multiple resets had occurred. The resets indicate that the internal clock (a crystal timing component) had ceased functioning on more than one occasion. The pacemaker was then subjected to thorough testing, at which time the pacemaker case was opened. The crystal oscillator component, which is required for essential pacing and sensing functions, was then removed from the device hybrid. Further testing revealed the presence of foreign material, which was a residue of the manufacturing process for this component. Extensive analysis has determined that these particles can lodge between the crystal tines, and/or between the ceramic package and the crystal tines, causing crystal oscillation to stop. If oscillation ceases, telemetry and pacing are no longer supported. The microscopic particles observed within the crystal timing component in this device are consistent with the failure mode 1 population described in the product advisory communication conveyed to physicians in (B)(6), 2005.

Event description:
Boston scientific post market quality assurance laboratory received this implantable pacemaker with no field allegations. Device memory was reviewed indicating a possible product performance issue. Therefore, this device has been forwarded for detailed analysis. No adverse patient effects reported with the return of this device.